Manufacturer narrative:
Product ID 3487a-45 lot# v629841, implanted: 2011 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3487a-45 lot# v629841, implanted: 2011 (B)(6); product type lead product ID 355531 lot# n276639, implanted: 2011 (B)(6); product type screening device product ID 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was the patient had a lead revision with new leads put in last week. It was noted the leads ¿moved due to scar tissue.¿ it was reported the patient ¿can¿t heal from the surgery because they can¿t sleep.¿ additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported the issue resolved.